Event description:
.

Manufacturer narrative:
Subject device has been received and is currently in the eval process. User facility medwatch provided catalog # and lot #, however, numbers are not legible. Catalog # and lot # added to this form.